Event description:
International customer reported ,that the device used to suture the rectus sheath broke two weeks following a c-section. The patient was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 05/06/2008. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformance's and the batch met all finished goods release criteria.